Event description:
Device 1 of 2. Reference MFR. Report# 3004936110-2019-00011. It was reported ((B)(6)) while plugging the power supply unit the patient heard a pop sound and experienced smoke and burning smell. The power supply unit was replaced and the issue has resolved.